Event description:
A malfunction alarm identified as "malf 3" was reported, and there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Additionally, technical support confirmed the shipping address for a replacement pump and guided the caller on how to put the pump into storage mode before its return. The customer agreed to send back the faulty pump using a prepaid label within 10 days.